Event description:
The pt's mother reported that her son's blood glucose was 267 mg/dl, at 8:29 am, which was corrected with a 3.65 unit bolus. At 10:13 am, his bg was 301 mg/dl and he was having a meal containing about 125 grams of carbohydrate. They did not bolus for the meal due to the prior bolus. He then started to drink two glasses of milk (30 grams of cho) and took a 1.2 unit bolus. At 10:17 am, another bolus of 4.05 units was given. His bg and insulin history for the rest of the day are as follows: at 9.29 pm, at the hosp his pdm bg meter read 472 mg/dl, while the hospital's bg meter read 480 mg/dl. At 9:51 pm, 6.25 units were bolused. He was admitted with diabetic ketoacidosis and the pod was discarded. The mother stated that she did not notice any leaks or smell of insulin. He was treated using IV drip at the hosp and his bg is back down to normal level. They expect to be released after lunch.

Manufacturer narrative:
The pod was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's diabetic ketoacidosis and hospitalization. No qualification records were reviewed as no product lot number was reported. The omnipod's user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance" and "the symptoms of dka are much like those of the flu. Before assuming you have the flu, check your blood glucose to rule out dka."